Event description:
The biomedical engineer reported the ventilator alarmed and went vent inop during power up after completion of preventive maintenance. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The biomedical engineer reported the device diagnostic log noted a vent inop occurrence due to a flow sensor failure. As the device was out of warranty, the manufacturers product support engineer (pse) advised opening the unit, upon which the customer reported finding the cable to the main pcb board not connected. The customer reconnected the cable to address the reported problem. The flow sensor failure noted in the diagnostic log occurred after the customer had completed the preventive maintenance. The reported vent inop and flow sensor failure is considered service induced.

Manufacturer narrative:
Biomedical engineer did not connect cable during preventive maintenance.